Manufacturer narrative:
After battery installation, device displayed a critical pump error due to corrosion around the battery connectors and on the pins of the forces sensor connector. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.